Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had intermittent capture that was high, low pacing impedance and noise. Interrogation points to a possible lead fracture. The lead was programmed off and a lead replacement is scheduled. No patient complications have been reported as a result of this event.